Manufacturer narrative:
Additional information: the nc euphora was first used to post dilate the stent proximally, as the device could not advance distally at first post dilatation. The nc euphora was then advanced distally. After 8 days the nc balloon and a portion of the shaft were totally removed with cardiac surgery by opening the right coronary artery, because there was no possibility to remove the shaft and the balloon from the aorta. A non-medtronic stent was removed together with the nc euphora. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device was inspected before use with no issues noted. It was not difficult to remove the protective sheath. It was not difficult to remove the packaging stylette. The device was being used to post dilate a deployed stent. A concentration of 50/50 contrast/saline was used. No difficulties were noted during inflation of the device. No deflation difficulties were noted after the first inflation, however on the second inflation, the balloon failed to deflate. An inflation pressure of 18atm was applied for each inflation. The device was not moved or repositioned during inflation. A day later, a second percutaneous attempt was made to remove the balloon but it failed. After 8 days the nc balloon and a portion of the sheath was totally removed with cardiac surgery by opening the right coronary artery, because there was no possibility to remove the sheath and the balloon from the aorta. The balloon was still inflated in the coronary artery 8 days after the event. The patient had no hemodynamic instability during all the hospital stay, but the ejection fraction of the left ventricle was reduced after the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the non-medtronic stent implanted was a size 3.5x33mm. The non-medtronic stent was deployed at the proximal segment of the rca. A 3.5x15mm nc euphora balloon was first used to post dilate the stent, followed by the 4.0x15mm nc euphora balloon. The nc euphora was first used to post dilate the proximal edge of the stent, as the device could not advance at the distal edge. The nc euphora was then advanced to the distal edge of the stent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: annex d code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one nc euphora rx ptca balloon catheter to treat a lesion in the right coronary artery (rca). It was reported that balloon deflation difficulties occurred. It was detailed that the balloon catheter would not deflate at the lesion site. During an attempt to remove the device from the rca, the device detached at the tip. The detached portion of device remained in the patient. The patient was transferred to the cardiac surgery department for removal of the balloon. No further patient injury was reported.

Manufacturer narrative:
Product analysis: the device was returned for analysis. The device was received with a non-medtronic guide catheter. Numerous kinks were evident all along the length of the hypo-tube. The device returned with a detachment on the transition shaft exposing the core wire. Kinks were evident on the transition shaft proximal and distal to the detachment site. A kink was also evident on the core wire. The transition shaft material was oval and jagged on both sides of the detachment site. An unknown stent returned on the balloon of the euphora device. The device also returned with a detachment on the distal shaft. The detached distal shaft appears to have been cut. Kinks were evident on the inner member. The balloon was partially inflated on device return. It was not possible to perform negative prep due to the detachments on the device. It was not possible to preform deflation testing due to the condition of the device. No deformation evident to the distal tip. No other deformation evident to the remainder of the device. Image analysis: images confirm diffuse disease throughout the rca with a cto in the mid to distal vessel. The vessel was pre-dilated followed by stent deployment in the mid-distal vessel and in the proximal vessel. The mid-distal stent was post dilated on the proximal end of the stent. This device appears to have been moved proximally and post dilation of the proximal stent was attempted. But the post dilation balloon did not deflated. Confirming the reported issue. The root cause for the deflation difficulties could not be identified on the images. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.